Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 6947 lead, implanted (B)(6) 2010. A 5568 lead, implanted: (B)(6) 2010. (B)(4)

Event description:
It was reported that during a post-implant follow up visit, it was discovered that the cardiac compass had at least nine months of data recorded in it at the time of implant which indicated that ventricular fibrillation detection had been enabled that long ago. The device remains in use. No patient complications have been reported as a result of this event.